Event description:
During the procedure, it was noted that the smartclip marker could no longer be visualized- it was not connecting to the envisio mapping system. This clip was requested to be returned to the rep after reporting to FDA.